Event description:
It was reported that the customer experienced a blood glucose (bg) reading of "high", however, a specific value was not provided. The cause of the elevated bg was unknown. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.